Event description:
New information received indicates that high capture threshold was noted on the right ventricular (rv) lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. Diagnostic imaging was performed, confirming the dislodgment. Unspecified electrical anomalies were noted as a result. The lead was explanted and replaced. The patient condition was stable.